Manufacturer narrative:
Physio-control further evaluated the device download data and determined that the battery in operation at the time of the issue was five years old. The device operating instructions provide a recommendation to replace the batteries after approximately every two years. The cause of the reported issue was determined to be worn battery pins in combination with use of five year old battery at time of issue.

Event description:
The customer contacted physio-control to report that their device powered off when the print button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio reviewed the device data and verified the reported issue. Physio replaced the device's battery pins as a precaution and after unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off when the print button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.